Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal part of the subject device was visually checked and was observed at a magnification of 40 times with a microscope, but no debris or foreign object was found. Omsc checked the four devices of the user with the same model including the subject device at a magnification of 40 times. It was confirmed that foreign objects remained at an invisible level on the two devices of them. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, it would be possible to further improve the cleaning quality by increasing the number / frequency of brushing to the distal part.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user facility alleged a concern that they have difficulty reprocessing this device due to its design. Foreign objects adhered to the distal end of the device even after completion of reprocessing steps. Olympus' investigation on their device in previous complaint found that blood adhered on the distal end.